Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the tubing of the cycler set during their pd treatment. The patient uses a dual stay safe connector and noticed that one of the connectors was dripping. The patient confirmed that fluid did not come into contact with the cycler. The patient reported receiving a patient line (pl) is blocked alarm during fill 2 of 5 of treatment prior to finding the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. However, treatment was completed on the day of the event using the cycler after it was re-setup with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the tubing of the cycler set during their pd treatment. The patient uses a dual stay safe connector and noticed that one of the connectors was dripping. The patient confirmed that fluid did not come into contact with the cycler. The patient reported receiving a patient line (pl) is blocked alarm during fill 2 of 5 of treatment prior to finding the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. However, treatment was completed on the day of the event using the cycler after it was re-setup with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the tubing of the cycler set during their pd treatment. The patient uses a dual stay safe connector and noticed that one of the connectors was dripping. The patient confirmed that fluid did not come into contact with the cycler. The patient reported receiving a patient line (pl) is blocked alarm during fill 2 of 5 of treatment prior to finding the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. However, treatment was completed on the day of the event using the cycler after it was re-setup with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.